Event description:
Procedure: laparoscopic hernia repair. Reportedly, during the procedure, as the balloon used was being removed, it separated from the cannula and broke in several pieces. This increased the operative time by twenty minutes as the pieces were removed. No pt injury reported.